Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "check therapy cable" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The log does identify an intermittent connection between the CPR adapter and the multifunction cable of the device. Multiple shocks are delivered successfully during the event. The device was subjected to extensive testing and the reported malfunction could not be duplicated. The device was recertified and returned to the customer. The associated CPR adapter and electrodes were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.